Event description:
It was reported that this programmer displayed an error code and was unresponsive for several minutes. The programmer was powercycled, and no error code was noted. It was noted that observed behavior was not reproducible. This programmer remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The programmer has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined that the programmer was able to interrogate a test pulse generator device, confirming successful communication between the programmer and device. No error or fault codes were noted. The investigation was unable to determine how or why the touchscreen became unresponsive.